Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that a patient had a bump to the left of her incision site, which was treated with antibiotic spray. The bump recently burst, however had not completely gone away. It was also noted that the patient feels her incision site healing. Follow up with the physician's office confirmed that there was an infection at the site. It was stated that the bump was at neither the generator nor lead sites, and did not have drainage. The physician had no assessment for the bump/infection. Both the implanted generator and lead were confirmed to have been sterilized prior to the distribution. Both devices passed all quality inspections prior to distribution. No additional relevant information was received to date.